Event description:
On 4/23/95, pt used denture adhesive to hold her dentures, & started experiencing problems with breathing. She said she knew she was allergic to sulfur, but the adhesive label did not show it contained sulfur. When she discontinued using the product, her problems disappeared.